Event description:
It was reported that a large volume infusor overinfused during patient infusion, with "an overinfusion rate of 12 hours shorter than expected." There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.